Manufacturer narrative:
Please see section b5 for corrected narrative.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka) on an unknown date. It was reported that the patient did not require medical assistance, therefore it is unknown if the dka was diagnosed by a healthcare professional. The patient's blood glucose level rose to 26.2 mmol/l (471.6 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that the cannula had deployed but the needle had not pierced the patient¿s skin, therefore the cannula had not inserted correctly into the infusion site. In addition, it was reported that the pink slide had not moved forward into the viewing window, indicating a needle mechanism failure.